Event description:
It was reported, " the consultant reported via the sales rep, that there appears to be an inconsistency between the sizing of the rasps used and the actual definitive implant used. It is further reported that the final implant was changed as a result. It is further reported that the procedure was extended by approximately 20 minutes."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) reference in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.